Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's father also reported that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's father stated that they were unable to exit rewind loop. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, motor error alarm or motor position encoder error alarm during testing noted. The motor passed motor test. The insulin pump had cracked case at the display window corners, battery tube threads and minor scratched display window.